Event description:
Event description guidant received information that the autocapture feature on this recently implanted device did not recognize intermittent loss of capture. The device also did not recognize some native qrs complexes despite the system having automatically increased the ventricular sensitivity. The patient remained in the hospital post-implant due to atrial fibrillation. The hospital reported a ventricular tachycardia event which may be due to the ventricular rate regulation feature that was functioning at the default setting of 110 ppm. The device was checked and the thresholds and sensing were good. Though, the intrinsic measurements and the thresholds have increased. Technical services suspects intermittent lead dislodgement.